Manufacturer narrative:
Patient identifier: multiple = (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). A product correction letter was issued to all magnesium customers who have received one of the impacted lots. The letter instructs the customer to discontinue use of the magnesium urine application. New customers will receive product with a kit stuffer that includes instructions to immediately discontinue use of the 7d70 magnesium urine application.

Event description:
The customer reported falsely depressed urine magnesium results were generated while using the magnesium urine application. The following sids generated results < 1.50 mg/dl: sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). No impact to patient management was reported.